Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation under the adhesive. The patient reported that the area appeared as open skin and bright red. The patient applied antibiotic ointment and removed the patch. There was no alleged device malfunction contributing to the irritation. The patient agreed to make the doctor aware, however there is no evidence of medical intervention by a medical professional. Outcome of the irritation is unknown.